Event description:
A pt reported that their meter would not turn on. This issue was not resolved with troubleshooting. Pt did not have any symptoms. Due to their meter not working, pt had to go to their dr's office to get their blood glucose tested. There was no medical intervention or treatment given. No further info has been reported.